Event description:
This spontaneous report was received on 09-oct-2014 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed (route- dental, lot number 3333d, frequency and expiration date unspecified) for dental cleaning. After an unspecified duration, when she opened the floss dispenser for the first time before use, the small metal part that cuts the floss flew off. She stated that she was unable to use the floss because there was no way to put the small metal part back on. This report had no adverse event and the action taken with the floss was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(6) 2014. The consumer will not be returning the device. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed (route- dental, lot number 3333d, frequency and expiration date unspecified) for dental cleaning. After an unspecified duration, when she opened the floss dispenser for the first time before use, the small metal part that cuts the floss flew off. She stated that she was unable to use the floss because there was no way to put the small metal part back on. This report had no adverse event and the action taken with the floss was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(6) 2014. A review of the data revealed no trend for the reported lot number. The retained sample was visually evaluated and did not present any defect associated with loose cutter. The sample dispensed properly and the cutter, insert and dispenser were in good condition. The device history records were reviewed and no issue, defect or investigation was created related to loose cutter defect. Manufacturing related issues were reviewed and there were no issues found related to loose cutter defect associated with the lot number and product reported. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 22-oct-2014. This closes out this report unless other additional significant information is received.